Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are seeing dot (mark) on the syringe while compounding and upon investigation, it¿s been found that dots are actually on the syringes and not drug or any other ancillary used with it. The issue has been evident for 3 ml, 5 ml and 30 ml syringes. Please find the lot numbers that civa has currently for impacted components: description, part code, lot number. 3 ml syringes, 309657, 2215949. 5 ml syringes, 309646, 3103862. 30 ml syringes, 302832, 2088774, 2332098.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-aug-2023. H.6. Investigation summary: thirty-nine samples and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringes have either one- or two-cylinder ink dots on the side of the scale marking area. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. The reported condition is a design-related inquiry of the product and not a true defect. Therefore, no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are seeing dot (mark) on the syringe while compounding and upon investigation, it¿s been found that dots are actually on the syringes and not drug or any other ancillary used with it. The issue has been evident for 3 ml, 5 ml and 30 ml syringes. Please find the lot numbers that (B)(6) has currently for impacted components: description: part code: lot number: 3 ml syringes, 309657, 2215949, 5 ml syringes, 309646, 3103862. 30 ml syringes, 302832, 2088774, 2332098.